Event description:
Philips received a complaint on the dfm100 device indicating that there was a battery failure. There was no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction of the battery (reached the end of life) the replacement for which was recommended to order under the warranty agreement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.